Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Medical products- ps tibial articular surface provisional right size 10-12 gh top catalog#: 42527401010 lot#: 62158149. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, not all pieces returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-01007, 0001822565-2018-01008.

Event description:
It was reported that the provisional was found fractured in sterile processing department. No adverse events have been reported as a result of this malfunction.